Event description:
The patient presented with stemi. Two resolute integrity drug eluting stents (3.50 x 26 and 3.50 x 12 mm) were successfully deployed at the mid rca. The rca was described as having severe calcification, 90 % stenosis but little tortuosity. Proximal to both these stents it was noted a dissection had occurred. It was then intended to use a resolute integrity 3.50 x 9 mm rx drug eluting stent to treat the 9 mm dissection. The device was removed from the packaging and inspected with no issues noted. Negative prep was not performed. The lesion had been pre-dilated. During attempted delivery of the stent to the dissection site, it is reported the stent dislodged. It is reported that the tech had been requested to reduce inflation of the resolute device and this is when the stent dislodged. An attempt was made to remove the dislodged stent through the use of a snare but this was unsuccessful. The stent could not be found in the patient. It is thought the stent may have landed at the proximal portion of the previously stented area. There were no other reported patient complications.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). Inherent risk of procedure (dissection). Patient¿s condition affected effectiveness of device (lesion morphology). No results available since no evaluation was performed (device or procedural images have not been returned for review). Evaluation conclusions: inherent risk of procedure (dissection). Unable to confirm complaint (device or procedural images have not been returned for review). Device failure related to patient condition (lesion morphology). (Root cause could not be identified). (B)(4).